Event description:
A us distributor returned a monitor and reported being unable to recognize a te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The monitor was unable to communicate properly with the belt or fire pulses because two hv pins were bent out of place in the belt receptacle. The root cause for the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.